Event description:
It was reported that the patient presented in clinic for follow-up after receiving a notifier alert for high, out of range, high voltage lead impedance. The high measurement was not reproducible in clinic. One week later, the patient received an alert for low, out of range, pacing lead impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A fracture of the rv conductor was noted at 3.0cm from the pin consistent with fatigue. This fracture is consistent with the observation from the field of high hv lead impedance.

Event description:
New information received notes that the lead was explanted during a procedure for a competitor lead. During the procedure, the insulation on the rv lead was damaged and therefore the lead extracted.